Event description:
It was reported that during a port placement procedure, when the dilator was advanced over the guidewire, the guidewire was allegedly stretched and damaged, and it could not be advanced. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified in has not been cleared in the us, but is similar to the x-port isp implantable port, groshong single-lumen, 8f products that are cleared in the us. The pro code and 510k number for the x-port isp implantable port, groshong single-lumen, 8f products. The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. One j-tip guidewire loaded to an guidewire straightener, one tunneler, one guidewire hoop, one vein pick, one cath-lock, one introducer needle, one straight non-coring needle and one right-angle non-coring needle were returned for evaluation. Gross visual, dimensional and microscopic visual evaluations were performed. The investigation is confirmed for the reported stretched and fracture issues, as uncoiling was noted throughout distal portion of the j-tip guidewire. A complete break was noted on the distal end of the exposed flat core wire. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. However, investigation is inconclusive for the reported failure to advance issue, as the exact circumstances at the time of the reported event cannot be verified, and the reported event could not be reproduced in the lab. The definitive root cause could not be determined based upon available information. A review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 05/2024). The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.